Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a meal despite announcing the meal and having no alarms or observed infusion set leaks, with readings exceeding 400 mg/dl for approximately two hours; troubleshooting included guidance to change the infusion set and perform a tubing fill while disconnected, and later information indicated intercurrent illness (double ear infection) and intake of regular soda as possible contributors. Symptoms included elevated blood glucose without reports of ketosis, loss of consciousness, or other acute complications. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention beyond a routine doctor visit for the ear infection. Investigation included phone-based troubleshooting and education regarding set change and tubing fill, along with monitoring for downward glucose trends. Investigation of this case revealed no device alarms or confirmed device malfunction, and user factors and concurrent illness were considered potential contributors, with the exact cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.